Event description:
Customer reported to beckman coulter, inc. (Bec) that there was blood/diluent leakage from the sample cassette area and the sample probe area of the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) re-attached the tubing that came off the fitting on quick disconnect (B)(4) the fse adjusted sheath and sample pressures and verified instrument operations.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).